Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the pt is hospitalized and claims the ins is malfunctioning. The caller stated that the urologist that last saw them is out of town and unavailable. Caller stated this doctor appears to potentially be co-managing the pt with a doctor in seattle. The caller stated the pt wants to reach a medtronic rep. The caller stated that the ins was helping the pt initially and then pt began having 'problems' and had the system turned off by a clinician. The device was since turned back on by an hcp. The caller stated that the pt also has pain that they related to the device but no firm event date for the pain or 'problems' could be provided by the doctor. The caller mentioned return of fecal and urinary incontinence. The caller stated the pt had a fall recently and was down on the floor of their apartment for five days and had a lot of pain and incontinence while lying on the floor for that period of time until they were found by family. The caller could not provide event dates but notes the pt prescribes much of their issues to the system. Caller was redirected to nas to reach a rep as pt is adamant about having the system checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their implant wasn't working and they didn't have control of themselves. They reported that a couple of weeks after they were implanted it disconnected from where it was supposed to be. They also said that they had a malfunction implant inside of them. The patient reported that they had an appointment with their doctor scheduled for (B)(6) 2024.